Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized over the weekend and sent home. Then the customer was lethargic and went to back to intensive care unit; she was treated with an insulin drip. The caller stated that the cannula was kinked and the insulin pump did not alarm no delivery. The blood glucose reading was over 600mg/dl. The customer was vomiting, nauseated, had gastroparesis and abdominal cramps. Troubleshooting was performed, and no damage to the drive support cap noted. The time and date were correct. Reviewed the bolus history and it was accurate. After receiving the tubing clamp the high pressure test was performed and passed. No further information was provided.